Manufacturer narrative:
Clip won't to its fullest width. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, when they went to open the clip, the clip would not open to its fullest jaw width. The clip was retracted back into the sheath and the device was removed from the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.